Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer successfully delivered a bolus with a new cartridge and was advised to replace supplies as necessary and continue insulin therapy.